Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that sensor error occurred. The date of the event is an approximation. The wearable is inserted into the arm on (B)(6) 2025. On 07/25/2025, the patient experienced a continuous glucose monitor (cgm) sensor error, which resulted in the absence of cgm readings. During this period, the patient suffered a hypoglycemic event without being aware of it due to the lack of cgm data. It is unclear how long the sensor error persisted. Unfortunately, the patient lost consciousness and fell, sustaining a broken leg because of the fall. The patient was discovered by his uncle, who promptly called emergency medical services (ems). The patient was transported to the emergency room (ER), where he received IV glucose treatment and had a cast placed on the injured leg. He was hospitalized for one day and subsequently discharged home. Although the report states the patient was hospitalized, the length of time in the hospital (less than or more than 24 hours) is unknown. At the time of the report, the patient stated he was "currently feeling low." No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.